Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was returned to f&p healthcare in (B)(4) for investigation. It was visually inspected and pressure tested for leak. It was also immersed in a water bath to identify the location of the leak. Results: no physical damage was observed to any part of the returned infant breathing circuit. The pressure test showed that it was out of specification due to excessive leak. Upon immersion in a water bath, the leak was observed at the swivel elbow connection of the subject breathing circuit. Conclusion: we are unable to determine how the returned breathing circuit came to be damaged. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production. Any breathing circuits that fail these tests are rejected. The subject rt266 infant breathing circuit would have met the required specification at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." Hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported to a fisher & paykel (f&p) healthcare field representative that an rt266 infant dual heated evaqua2 breathing circuit did not pass the ventilator leak test. This was observed before use on a patient.